Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not provided). Contact did not provide further information. Upon follow up, customer declined tandem technical support's offer to troubleshoot for the elevated bg.